Event description:
It was reported that on (B)(6) 2008 the patient presented with cervical spondylosis and cervical disc herniation c5-6 and c6-7. The patient underwent acdf c5-7 using rhbmp-2/acs, depuy hardware and carbon fiber cages. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.